Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) _1644408-2021-00031; 932-36-754, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Liner exchange.